Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor was damaged. The customer¿s blood glucose level was 129 mg/dl at the time of the incident. The customer reported senor connection error and upon removal the stripe is not there. The customer did not troubleshoot the issue. The sensor will be returned for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base and found no broken cannula during analysis. Also, performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and found a hook at the tip of the insertion needle. See attachment file for details. Unable to confirm customer received sensor in said condition due to sensor returned opened/used.